Event description:
It was reported that pump generated cartridge alarm. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered correction dose using pump, planned to use multiple daily injections as backup insulin therapy, and did not require help from emergency services or other third parties. Technical support confirmed repeated cartridge alarms, arranged replacement pump with updated software under warranty, provided instructions for storage mode and for returning malfunctioning pump within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.